Event description:
It was reported that a shaft break occurred. Vascular access was via the radial artery. The target lesion was located in a non tortuous and non calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was introduced without encountering any resistance. While the device was in use, however, blood was aspirated blood into the indeflator and the catheter was completely removed via the guide catheter. It was noted that the shaft had fractured and the blood backflow was from the broken shaft. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon folds were tightly wrapped. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received with a complete break in the hypotube at 910 mm from distal end of strain relief. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. Vascular access was via the radial artery. The target lesion was located in a non tortuous and non calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was introduced without encountering any resistance. While the device was in use, however, blood was aspirated blood into the indeflator and the catheter was completely removed via the guide catheter. It was noted that the shaft had fractured and the blood backflow was from the broken shaft. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.